Manufacturer narrative:
(B)(4). Device evaluated by MFR. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues occurred. Vascular access was obtained utilizing a contralateral approach. The target lesion was located in a vessel in the lower extremity. A 6 x 200 x 130 innova stent was advanced to treat the lesion. The stent was deployed; however, the stent did not release from the delivery catheter. Therefore the delivery catheter with stent were retrieved into the introducer sheath and the devices removed. It was noted that the stent was elongated after it was pulled into the sheath. The procedure was discontinued. No patient complications were reported.